Manufacturer narrative:
Concomitant products: a 3058 interstim urinary ipg, implanted: (B)(6) 2015; 3889-28 interstim urinary lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to have dislodged into the right ventricle. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.